Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2: ref MFR report #: 1627487-2014-25285. It was reported the pt stopped receiving stimulation 3 to 6 months ago due to auto-reducing. An sjm rep met with the pt for reprogramming. Reprogramming did not provide resolution. X-rays were ordered and the pt will be seen at a later date to evaluate the results.